Manufacturer narrative:
The device (central processing unit for acuity system) was not returned to welch allyn for evaluation. The cpu is a commercial off-the-shelf item that is not made by welch allyn. The cpu is seven years old and is beyond its stated end of life. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment because it can no longer be repaired.

Event description:
The customer reported that their acuity central station system halted operation and could not be restarted. It was reported that there were no patients connected to the device at the time of the product problem.